Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all the best on removal and healing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("excruciting pain mid-cycle during my ovulation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and ovulation pain outcome was unknown. The reporter considered medical device removal and ovulation pain to be related to essure. The reporter commented: patient had excruciting pain mid-cycle during her ovulation, she does not mean bad cramps, she mean piercing , extreme, feeling like she was going to birth something pain. Concerning the injuries reported in this case, the following one was reported via social media: ovulation pain and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('all the best on removal and healing') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced ovulation pain ("excruciating pain mid-cycle during my ovulation"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and ovulation pain outcome was unknown. The reporter considered medical device removal and ovulation pain to be related to essure. The reporter commented: patient had excruciating pain mid-cycle during her ovulation, she does not mean bad cramps, she mean piercing , extreme, feeling like she was going to birth something pain. Concerning the injuries reported in this case, the following one was reported via social media: ovulation pain and medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint.. Most recent follow-up information incorporated above includes: on 29-may-2020: social media received. Incident category was changed from non-serious to serious incident. Event - medical device removal was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.